Event description:
Same case as MDR ID # 2134265-2013-04784 and 2134265-2013-04785. It was reported that during intravascular ultrasound (ivus) procedure, ilab motor drive unit (mdu) automatic pullback failed. The 75 % stenosed target lesion was located at the moderately tortuous and mildly calcified left anterior descending (lad) coronary artery. Vascular access was obtained through the femoral artery. Ivus was performed to visualize the lesion, during the procedure it was noted that the ilab mdu was not performing automatic pullback and thus resorted to manual pullback twice. No complications reported and patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer:the device was received for analysis. The unit was received in good condition with no visible damage or defects observed. The problem could not be reproduced as indicated in the original complaint. The unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-04784 and 2134265-2013-04785. It was reported that during intravascular ultrasound (ivus) procedure, ilab motor drive unit (mdu) automatic pullback failed. The 75 % stenosed target lesion was located at the moderately tortuous and mildly calcified left anterior descending (lad) coronary artery. Vascular access was obtained through the femoral artery. Ivus was performed to visualize the lesion, during the procedure it was noted that the ilab mdu was not performing automatic pullback and thus resorted to manual pullback twice. No complications reported and patient's condition is good.